Event description:
It was reported that a patient experienced peritonitis and sepsis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain, fever, and cloudy effluent. The cause of the peritonitis event was unknown. The patient was hospitalized for the peritonitis and treatment for the event was not reported. The patient¿s outcome was not reported at the time of this report. No additional information is available. This is report 1 of 3.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).